Manufacturer narrative:
Although requested, this surgeon declined to provide any additional information. The lens was not explanted and therefore not returned for evaluation. The lot number is unknown. A review of nonconformances (ncs) for the past five years was performed. In 2014 bausch and lomb initiated a CAPA to investigate complaints from surgeons, regarding crystalens intraocular lenses reportedly exhibiting higher rates (than historical trend) of lens vaulting, in which cases patient's vision was being compromised, requiring a secondary surgical intervention. The investigation indicated that surgeon experience level inversely correlated with vault rate, and therefore clinical practices were identified as a major potential factor. In addition, post-op inflammation and capsule striae/fibrosis were positively correlated with vault rate. As a result of the investigation, training activities were performed for surgeons, to strengthen awareness in adhering to recommended clinical practices. The training focused on the following clinical instructions: ensure proper iol position through rotation and visual inspection. Carefully clean the capsule to remove all residual lens material. Ensure all incisions are watertight and no leak. Carefully monitor patients post-operatively to ensure control of inflammation and detect early of capsule fibrosis. Also, the directions for use (dfu) for crystalens were updated following FDA recommendations. The dfu updates were submitted under a post-market approval (PMA) supplement, approved by the FDA 27 july 2016, and the CAPA was closed on 30-sep-2016. There are currently no open ncs or capas for this issue. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time. A supplement report will be submitted if additional information is received, or the sample is explanted and returned for evaluation.

Event description:
It was reported that the doctor had a crystalens patient referred to him that had yag, in which the intraocular lens (iol) appears to have a posterior vault. The patient came to this physician who is not the implanting surgeon. Although requested, this surgeon declined to provide any additional information.